Event description:
It was reported that the patient had phrenic nerve stimulation just after implant of the left ventricular (lv) lead. Programming changes were made. However, the phrenic nerve stimulation returned the following day. A chest x-ray was performed but there was no indication of dislocation. The lv pacing was turned off and the lead remains implanted. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trm implantable cardioverter defibrillator (ICD) (B)(6) 2013; 6935m62 implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was later reported that the patient's lv lead was turned back on a month after implant and remains in use.